Event description:
The patient contacted animas on (B)(6) 2012 alleging that for the past few months the down arrow and ok keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient noted that there was a tear by the ok keypad button and indicated that the tactile issues had occurred first. The patient denied moisture to the pump. The patient reportedly wore the pump under a garment and cleans the pump using a q-tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned with a tear on the ok button. During testing the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key contact was found to be inverted.